Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial#: unknown, product type: unknown. Product ID: 3057, lot#: unknown, product type: screening device. Product ID: neu_unknown, serial#: unknown, product type: unknown. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information received via patient indicated that the tape kept pulling off the skin, there was some burning sensation. Left side lead was sticking out longer than before. Patient did reach out to her doctor about the lead and was advised to mention the bandage being loose to doctor. Patient called the doctor and waiting for return call. The patient indicator for use were for urgency frequency and urge incontinence. No further complications were reported/anticipated.